Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 2 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to prosthetic aortic valve endocarditis and aortic insufficiency. No other details were provided. Additionally, there have not been any allegations of a product malfunction or quality deficiency related to our valve. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned; therefore, the source of the infection could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Unfortunately, the source of the infection was not provided in this case. No further actions are possible with the available information.

Manufacturer narrative:
(B)(4) - pannus formations. Additional manufacturer narrative: based on the operative report provided by the health-care provider, the patient was admitted under infectious diseases and was found to have an abscess in his neck as well as an MRI showing multiple embolic lesions in his brain. Tee a week prior to his surgery showed nothing obvious other than a tiny strand on one of the leaflets of the aortic prosthesis but nothing significant. A week later, tee was repeated after patient's fever had not settled. Now there was noticeable thickening in the aortic root posteriorly as well as thickening of some of the prosthetic leaflets. His creatinine had also started to rise. The patient was presented urgently for cardiac surgery. Upon inspection of the valve, there was no peri prosthetic leak or prosthetic leak. The valve itself certainly was infected with a ring like pannus on the inflow of the valve covered with endocarditic material as well as involvement of the sutures posteriorly underneath the left coronary with abscess formation through there not quite reaching the level of the left coronary ostium though. The valve came out easily and there didn't appear to be any disease eating into or near the conduction system. The valve was replaced with another edwards bioprosthetic valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve/annuloplasty ring. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves/annuloplasty rings is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.